Event description:
It was reported that during a primary surgery a gamma nail plus 3 targeter broke when removing. Surgeon was hitting with mallet when the part broke. Caused no delay in surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that during a primary surgery a gamma nail plus 3 targeter broke when removing. Surgeon was hitting with mallet when the part broke. Caused no delay in surgery.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed the target device to be the primary product. No associated products were reported. No deviations were found during review of the inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The cracked rim is a result of the reported hitting with a mallet during the surgery. To prevent hitting the target device is marked with the printing ¿do not hit!.¿ furthermore the IFU and cleaning instructions instruct the user that hitting the target device is not allowed. Therefore the case was caused by a misuse. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.